Manufacturer narrative:
The reported event of device damage could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: (B)(4). During a premature ventricular contractions procedure, the inner and outer sheath were perforated. The transseptal needle was inserted with the use of a stylet. The sheath and needle were replaced, however the sheath was perforated again. The sheath and brk were exchanged once again and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Concomitant device: fast-cath transseptal guiding introducer swartz sl transseptal series 63 cm length, sl1 8f.